Manufacturer narrative:
Asku - location where event occurred was described as "by doctor" the event occurred in (B)(6).

Manufacturer narrative:
Location where event occurred was described as "by doctor". The event occurred in (B)(6). Lot number was 21924511 and not 21824511.

Event description:
Reporter stated that a venous sample, obtained from patient, was measured on a physician's coaguchek xs plus system and on an unspecified laboratory instrument with results of 1.6 inr and 1.83 inr, respectively. Less than 2 hours later, patient retested on his coaguchek xs system and obtained a result of 2.6 inr. No action based on patient's device result was reported and no adverse event occurred.